Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The bacterial peritonitis was manifested by vomiting and flu-like symptoms. On the day of onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. Beginning on the day of onset, the patient was treated with an unknown antibiotic (route, medication, dosage, frequency, and duration not reported) for the bacterial peritonitis event. Antibiotic treatment was ongoing. After one day of hospitalization, the patient was discharged. It was not reported if extraneal therapy was ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.